Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the deployer with the trigger in the loaded position returned for evaluation. The shaft was visible deformed. Upon removal of the white sleeve, the first plate could be observed partially deployed, the pusher rod could be observed jammed near the first plate. Foreign matter could be observed at the distal end of the first plate, presumably biological matter. The needle was deformed at the proximal end of the first plate. As the device shows signs of use, the reported complaint of failure without use cannot be confirmed. A functional test was performed to the plates. The red trigger was fully squeezed; the first plate was successfully deployed. The red trigger was activated again, and the second plate was successfully deployed, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was not confirmed as the observed condition of the truespan 24 degree peek would have not contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation of the needle. As per IFU, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a knee arthroscopy surgery, when the truespan 24 degree peek device packaging was opened, the device was observed to be defective. During in-house engineering evaluation, it was determined that the device shaft was visibly deformed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.